Event description:
Device 1 of 2 reference MFR report# 1627487-2014-01456. It was reported was without stimulation. Reportedly, the patient experienced a severe fall some time ago. Surgical intervention was undertaken on (B)(6) 2014 explanting and replacing the ipg. During the procedure, the lead was found to be frayed and high/invalid impedances on the last two contacts. The lead may be replaced at a future date.

Manufacturer narrative:
Correction/removal number - 1627487-07262011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.